Manufacturer narrative:
E1: initial reporter phone is (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a microclave® connector where it was reported that the staff found that when using the infusion joint, the water could not be pushed out- replace it immediately. The intention for use was "IV bag and IV tube". There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The complaint of no flow / can't prime cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.